Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "couldn't get the insert in. Surgeon felt that it was expanded and couldn't get it to seat in the tray."